Event description:
Patient passed away. The device was explanted and returned for expertise.

Event description:
Patient passed away. The device was explanted and returned for expertise.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Patient passed away. The device was explanted and returned for expertise.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly at the hardware level (files analysis to be completed).